Manufacturer narrative:
A fractured surface in the area of the tip is present. The fracture appears to be of a brittle nature since the fracture surface is not planar. The fracture also appears to have initiated on one side and is likely due a combination of high torque and bending moment application. It is unclear why high torque would need to be applied to seat the screw. Potential causes for the need for high torque application include but are not limited to encountering hard bone and not tapping prior to screw placement, and selecting a larger screw than appropriate for patient specific anatomy, details related to how the screw was subsequently implanted without issue were not provided. Review of manufacturing history records found (B)(4) pieces of lot 0120it were released for distribution on 07/08/2014 with no deviation or anomalies. Two-year complaint history review found this to be the first report of this nature for the reported lot. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. The need for corrective action was not indicated.

Event description:
It was reported that the tip broke off screwdriver while implanting a non-ha coated screw during an initial implant procedure. Another screwdriver was available to complete the procedure with no delay. Information on the handle being used was not available. It was indicated the screw was not being final tightened.